Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: additional information: block h11: investigation results: the speedband superview super 7 device was not returned for analysis. However, media inspection of the picture provided by the customer showed that the bands were overlapped and one band was damaged. No additional observations could be made due to the absence of the physical device. The reported event of bands failure to deploy was confirmed based on the media evidence. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no abnormalities were reported during the assembly process. However, because the device was not returned for evaluation, it was not possible to assess whether a mechanical issue, procedural factors, or handling of the device contributed to the band overlap and damage. The limited available information does not allow identification of a definitive cause for the reported issue. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.